Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient is pacer dependent and upon review, long pauses were noted on the EKG. Due to low battery status, repeated interrogations were avoided. The device was explanted and replaced with a competitors device. No further information was available.